Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient experienced high power consumption, signs of hemolysis, and high ldh levels. The patient received treatment for suspected thrombus and pump parameters normalized. However, the patient developed high power again in addition to renal and right heart failure. It was last reported that the patient expired due to multi-organ failure. The hvad pump ((B)(4)) was returned to the manufacturer for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple high watts alarms and an increase in flow and power consumption outside the normal operating range. Pathologic evaluation did not find any gross evidence of residual thrombus. However, visual inspection revealed there were mild to moderate abrasions involving the upper housing ceramic surface, lower housing ceramic surface, and matching inferior surface of the impeller. These abrasion marks are indicative that an unknown external factor, such as thrombus, may have force the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump inducted problem. Dimensional and functional verification did not identify any issues that may have caused or contributed to the reported high power event. The most probable root cause of the reported event may be attributed to thrombus formation/ingestion within the device. A clinical factor that may have contributed to the thrombus formation was the patient's sub-therapeutic inr of 1.5. The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). Thrombus is a known risk associated with use of ventricular assist devices noted within the labeling. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Serious and life threatening adverse events, including device thrombosis, have been associated with use of this device as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines of inr between 2.0 and 3.0). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. From all indications the device operated within specifications and as intended with no indication of any device performance issues contributing to the event. Per the instructions for use (IFU):adverse events that may be associated with the use of ventricular assist devices, other than death, include device thrombosis and multi-organ failure.

Event description:
It was reported from greece that this 48 year old male patient was feeling unwell with abdominal discomfort, anuria and elevated left ventricular assist device (lvad) power consumption. In addition, the patient had developed signs of hemolysis with an international normalized ratio (inr) of 1.5 and increased lactate dehydrogenase (ldh) levels. The patient was treated with intravenous tissue plasminogen activator (tpa) and heparin and the power levels were reported to have normalized. His coumadin was re-adjusted until his inr was therapeutic. Four days later, the patient developed high power consumption again and was treated with another dose of intravenous tpa. However, the patient developed renal failure and a cardiac echocardiogram revealed "very compromised" right ventricular function. The patient's right ventricular dysfunction was treated with the implantation of a competitor's rvad. Several days later, the patient expired due to multi-organ system failure. The patient's physician reported that the initial episodes of increased lvad power consumption and hemolysis had been successfully treated and that the patient's death was related to his deteriorating right heart function. Clinical factors that may have contributed to the high power consumption events include sub-optimal anticoagulation at the time of the event. The device was returned to the manufacturer for evaluation.